Event description:
It was reported by the patient's spouse that the previously working remote monitor was not responding to the start button, though the power light was lit. It was also tried from another location but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that when the start button on the previously working remote monitor was pressed it failed to power up although the power light was lit. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not start interrogation during the initial visual/functional check. Further analysis was then performed and the failure disappeared, therefore a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the previously working remote monitor was not responding to the start button, though the power light was lit. It was also tried from another location but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.